Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found premature battery depletion. Emergency vvi provides high output settings resulting in an increased current drain.

Event description:
It was reported that the pulse generator exhibited an inappropriate rate increase. The device was explanted and replaced.